Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred during filling with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 8, 2013 - march 11, 2013. Evaluation summary: the device was returned for evaluation with fluid inside of the housing. Visual inspection found no evidence of rupture on the bladder. Functional testing was then performed by manually refilling the bladder, and again, no evidence of rupture was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.